Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00626. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip revision due to unknown reasons. No further information has been provided.